Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. The patient's movement resulted in a break located directly between the purge filter and reservoir which prompted the need for a bypass as the pump is still needed of rp support. The intensive care unit staff performed the purge filter/reservoir bypass with no problems and purge flows and pressures remained optimal. The patient survived.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿. This report is being filed as part of a retrospective review of historical records.